Event description:
Caller reported an error with the continuous glucose monitor identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump, and the customer opted to perform the reset later, with plans to report if the issue continues.